Manufacturer narrative:
Device received with intermittent button response due to flattened act, up and down button dome switch . No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mom reported via phone call that the insulin pump up and down button was sticking. The customer¿s blood glucose level was unknown. Customer stated that today clip was eaten by hay bail. Customer stated that sometimes buttons needs to be pressed several times or just at the right angle for it to work. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.